Event description:
On (B)(6) 2011, bard inferior vena cava filter was placed prior to (B)(6) 2011 bariatric surgery. On (B)(6) 2011, inferior vena cavogram and fluoroscopy performed which revealed since the initial placement, the filter had migrated caudally and one leg of the filter extended beyond the medial wall of the cava. A snare was utilized to engage the hook on the top of the filter. The inferior vena cava filter was successfully removed. Pt tolerated the procedure well and was discharged to home.